Manufacturer narrative:
The software analysis determined that the behavior described is the intended behavior of the software. No failure found. Eval code method is associated with this analysis. Eval code result is associated with this analysis. Eval code conclusion is associated with this analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported outside of a procedure that the system would connect to electronic picture archiving and communication systems (pacs) at times and then intermittently download exams. There was no patient involvement.

Manufacturer narrative:
Additional information added to the event description. If information is provided in the future, a supplemental report will be issued.

Event description:
Update from the manufacturer representative stating that they talked with the site and they confirmed that the system is working with no issues.